Manufacturer narrative:
Information contained in this report was previously submitted through asr on 22/jul/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Lab analysis results: the device related to the reported event of deflation and crease/folding of implant was received on (B)(6) 2017 with lot number 2123170. Visual analysis of the returned device identified white particles and wear abrasion. Creases were additionally observed, but this is not considered to be related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device (multiple handling during the explanation shipping process could lead a variation on the device conditions). A leak test was performed and found one opening. A microscopic analysis of the returned device identified a sharp curved opening on anterior side, in the same location of crease, assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp crease opening due to fold flaw opening and fold creases unrelated to the manufacturing process. Device labeling addresses: ¿potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.¿

Event description:
Healthcare professional reported a right side deflation. The device has been explanted. "Any creases associated with hole" were observed. The operative report noted "implant folds".